Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The pump passed the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08695 inches. The pump primed properly and no unexpected insulin flow blocked alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump center button was unresponsive during fill tubing process. No significant events leading to keypad anomaly were observed. Customer reported that the buttons were responsive after multiple battery replacement. Customer also reported an insulin flow blocked alarm and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.